Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked along the top, which limited access to insulin change and alarm functions while allowing device unlock and meal announcement. Symptoms included no reported adverse health effects. Outcomes included continued use of the device until the insulin cartridge was empty, followed by transition to backup therapy, and shipment of a replacement device. Investigation included basic troubleshooting and user education regarding data sync, shutdown, and return procedures. Investigation of this case revealed a hardware failure of the display assembly consistent with a cracked or broken screen, with no functional alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical damage event of undetermined origin.